Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 30 mg/ml dilaudid at 5.321 mg/day via an implantable pump for non-malignant pain and postlaminectomy pain. It was reported that the patient was hearing what sounded like a critical alarm occurring every hour. The personal therapy manager (ptm) was also displaying a code of 8474 (pump reset). The logs showed "safe state low battery reset" occurred on (B)(6) 2016, but the patient did not realize there was a problem until "today". It was noted that they were able to program out of safe state, but it was stated that pump functionality cannot be guaranteed and the pump should be replaced. The managing doctor was working to get the pump replaced for this patient. No symptoms were mentioned. If additional information is received, a follow-up report will be submitted.